Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 18-aug-2025 the clinical diabetes specialist reported that on (B)(6) 2025 the end-user experienced hypoglycemia with blood glucose (bg) levels of 37 mg/dl following a delayed meal announcement (bolus. The user was treated with glucagon by caregiver, transported to the hospital by ems, and discharged the same day.